Event description:
It was reported that this right atrial (ra) lead was explanted due dislodgement issues and high pacing thresholds. The lead was successfully replaced. No additional adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the dislodgement allegation was not confirmed, the helix/lead tip appeared normal. The high capture threshold allegation was not confirmed, lead resistances measured normal.

Manufacturer narrative:
The product has been received for analysis. Once the analysis is performed, this report would be updated at that time.

Event description:
It was reported that this right atrial (ra) lead was explanted due dislodgement issues and high pacing thresholds. The lead was successfully replaced. No additional adverse patient effects.